Event description:
As reported, this 74 year old male patient had an initial left tka on (B)(6) 2021. The patient was revised on (B)(6) 2023 due to patella dislocation. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical devices: (B)(4) 02-010-04-0250 - logic cr femoral por, left, sz 5. (B)(4) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(4) 02-012-51-5009 - logic tib insert impl crc, sz 5, 9mm. Recall #z-0021-2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the dislocation with likely patella tendon rupture and subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions. There is no other patient medical history available. These devices are used for treatment not diagnosis.